Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced lack of effect and numbness. It was unk if the event was attributed to the implanted system. The pt underwent a surgical revision on (B)(6) 2010. The details of the revision were not reported. On (B)(6) 2010 and (B)(6) 2010, the patient's device was reprogrammed. Following reprogramming, the pt had slight improvement in tremor with no side effects.